Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer primed the infusion set tubing and insulin delivery was resumed. Customer's blood glucose ranged from 126-127 mg/dl.